Event description:
The hcp felt metal only when accessing the port on the pt's pump. This was the 1st time the pump was filled. The pt had a seroma that developed two months after implant that was easily aspirated by the physician. The pt thinks that the pump may already be empty; the drug in the pump was dilaudid. A lateral x-ray showed that the darker part of the pump was towards the pt's skin; not towards the spine. The rollers were at the 2 o'clock position. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).